Event description:
It was reported to philips that while at the philips bench repair for another issue, the bench technician noted there was ECG bias in the device logs. There was no reported patient involvement/adverse patient impact.